Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving a localizer faulted error message. *there was a discrepancy in the reported information. It was reported that it was outside of a procedure and during optical procedure. Follow up has been conducted.* the ndi toolbox indicated an erroneous bump detection. The probable cause of the event was due to a faulty cmost battery in the camera. The camera needed to be replaced.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. System was giving 'localizer faulted' error message due to faulty cmos battery inside the camera. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply the camera was returned for analysis. The returned positioning sensor unit (psu) has scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low dating back to (B)(6) 2020, and intermittent firmware incompatibility dating back to (B)(6) 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .859mm with a passing threshold of .250mm. B01 c08 d02 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section b5 for additional information. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: p903552, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue was noticed by the field representative when the system was turned on prior to the start of the case. There was no patient present.